Event description:
It was reported that the device's electrode check failed intermittently changing for no apparent reason. The tube location was rechecked by surgeon and anesthesiologist. There was no patient impact.

Manufacturer narrative:
H3: product analysis confirmed that visually, the wire harness was cut from the electrode connectors. There were minor cracks or scratches on the ink traces but did not affect the electrical circuit. Functionally, a continuity check was performed from the cut ends of the wires to the silver ink trace ends and were as follows: 61.1 ohms (red), 55.6 ohms (red with white stripe), 55.4 ohms (blue), and 60 ohms (blue with white stripe). All measured resistances were within the specification of being under 200 ohms, per the assembly drawing. The electrode connectors were not returned therefore could not be electrically checked. There were no shorts between the ends or intermittent behavior while manipulating the circuits. This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.